Event description:
The patient reported their tens unit was accidentally burning them when they were using it. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).